Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress-behind display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/03/2015. Product analysis: the device was returned and evaluated by product analysis on 07/17/2015 with the following findings: moisture was observed behind the display lens. A display lens crack was observed. Leak testing revealed a display lens leak. Moisture was observed on the pump¿s internal components.